Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock lead impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and an unknown right ventricular lead through the remote monitoring system. The rv lead was capped and surgically abandoned. The patient was being brought back to assess whether a new device will be needed. The device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information reported that the patient was checked in the clinic following the alert that showed up through the remote monitoring system for the out-of-range shock impedance measurement and all other measurements were confirmed to be normal and within the expected range. There were no adverse patient effects and there have been no additional alerts for high impedance measurements. It was further noted that the system is actually still in service.

Manufacturer narrative:
A patient follow up was planned. This investigation will be updated should further information be provided.